Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion and vaginal bleeding. An excision of the mesh, placement of suburethral stitch and closure of the vagina defect was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.